Manufacturer narrative:
(B)(4). Additional information: the device was received in a condition that prevents evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion administration set was involved in a leak incident. This occurred during patient connection for an infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.